Manufacturer narrative:
Detailed product information was not provided to boston scientific. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that this temporary lead exhibited loss of capture and it was suspected that it was due to dislodgement. The patient subsequently underwent a device replacement procedure and recovered well. This lead has not been returned. No adverse patient effects were reported. Additional information was received that this was a temporary pacing wire and likely not a boston scientific device. No adverse patient effects were reported.

Manufacturer narrative:
Detailed product information was not provided to boston scientific. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that this temporary lead exhibited loss of capture and it was suspected that it was due to dislodgement. The patient subsequently underwent a device replacement procedure and recovered well. This lead has not been returned. No adverse patient effects were reported.